Manufacturer narrative:
The customer reported the suspect device is not available for analysis and a return good authorization (rga) was not issued by vyaire. The contracting biomedical group for the medical facility stated they would evaluate and repair the device.

Event description:
The customer reported while in use with a patient, this avea ventilator cycled off and no audible alarm was triggered. The patient was switched to another ventilator and no patient harm or injury reported.